Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead had high pacing impedance values and high capture thresholds. Programming changes were completed to address this issue. The patient was stable throughout.